Event description:
It was reported that; doctor performed a c6 corpectomy on a patient who suffered a spinal chord injury on friday (B)(6) 2015. After completion of the corpectomy and placement of a cage, he attempted to put a plate over the cage from c5-c7. He chose to use our plate for this procedure. After placing both screws successfully in the c5 vertebral body, he then attempted to insert a screw into the c7 body. He made a pilot hole with a drill and used a 4.0 variable self drilling screw. As he inserted the screw, he noticed the gold ring locking mechanism broke as he was inserting the screw. After he noticed the locking mechanism was compromised, he then removed the plate, and had to use a new plate and chose to use 4.5 screws as rescue screw. He was able to insert the second plate without any other issues.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no anomalies were found. Conclusion: a root cause of this event cannot be determined.

Event description:
It was reported that; doctor performed a c6 corpectomy on a patient who suffered a spinal chord injury on friday (B)(6) 2015. After completion of the corpectomy and placement of a cage, he attempted to put a plate over the cage from c5-c7. He chose to use our plate for this procedure. After placing both screws successfully in the c5 vertebral body, he then attempted to insert a screw into the c7 body. He made a pilot hole with a drill and used a 4.0 variable self drilling screw. As he inserted the screw, he noticed the gold ring locking mechanism broke as he was inserting the screw. After he noticed the locking mechanism was compromised, he then removed the plate, and had to use a new plate and chose to use 4.5 screws as rescue screw. He was able to insert the second plate without any other issues.